Manufacturer narrative:
The reported field event of noise and low impedance was confirmed. Destructive analysis found an internal insulation damage at 15.5-15.9 cm from the connector pin and the reported events were isolated to the conductor shorting in the abraded region. Lead was otherwise normal.

Event description:
New information received on october 10th, states that the noise/impedance issue was observed during an in-clinic check by a nurse. Impedance was low and out of range. Patient was stable prior and post procedure.

Event description:
It was reported that lead noise issue and low impedance issue was observed on the ra lead. Lead was explanted and a new lead was implanted. No further information available.